Event description:
The coil detached. This pt was undergoing coil embolization within a basilar tip aneurysm. The trufill dcs coil was advanced through the microcatheter and attempts to deploy the coil in the aneurysm, the coil prematurely detached. Following the physician used gdc 360 coil with a new microcatheter and balloon assisted technique to deploy the coil, while he pull the coil pusher to get a better shape, he noted the coil did not move on the fluoro. He pulled the microcatheter and coil together and found the coil was already detached. There was no report of adverse effect to the pt. Continuous flush was maintained within the mc. The pt had aortic arch type iii, so the vessel wasn't easily to approach to the lesion.

Manufacturer narrative:
The product is to be returned for eval and testing. Add'l info will be submitted within 30 days upon receipt. This is one of two products used on the same pt. MFR report # 1058196-2008-00091.